Event description:
The customer reported high blood glucose. Troubleshooting was performed. The insulin pump passed the test. During the call, the customer stated that he was in coma when admitted with high blood glucose. Customer was taken to intensive care unit and found he had kidney failure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.